Event description:
Per the audiologist, the patient reported a decrease in performance. The results of an integrity test, 2009 indicated normal device function. The patient was explanted at about two weeks later, and the patient was reimplanted with a new device during the same surgery.